Event description:
During implant testing, shock impedance rose to 186 and then 200 omega. A new lead was attempted with no venous access. Patient was discharged 1/27/97 and lead extraction and new generator was completed at another facility.